Manufacturer narrative:
This device, a bipap a30 was manufactured on 07/07/2014 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a 30 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted dust/dirt contamination and the lcd display encountered pixel issues. The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.